Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted after a high voltage error message was recorded. Additional information has been requested but was not provided at this time. This device is expected to be returned but has not yet been received. No additional adverse patient effects were reported.